Manufacturer narrative:
The device has not yet been received by verathon; however, the device return is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that while using a glidescope core 2m quickconnect cable during a patient procedure, the display on the connected glidescope core 15-inch fhd monitor froze. The procedure was completed using a different glidescope core quickconnect cable which was readily available. No delay in the procedure or harm to the patient was reported.